Event description:
Customer reportedly rec'd results of 387mg/dl, 193mg/dl, 159mg/dl, and 121 mg/dl on the advantage system within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.